Event description:
Revision surgery performed on primary margron hip replacement due to pt symptoms of pain. An examination of the c-rays indicated that the stem selected by surgeon for the primary procedure was too short.

Manufacturer narrative:
Stem found to be loose in femur. An examination of the x-rays appeared to indicate that the stem selected by surgeon was too short. Anecdotal evidence suggests surgeon has been restrained. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron -specific tools or components are necessary to perform revision of a margron implant.